Event description:
Event date: 2023-11-22: device appears to be undersensing on atrial lead during monitored vt (ventricular tachycardia) episode. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).